Manufacturer narrative:
Insulin pump received with unexpected battery power loss and had high sleep current due to moisture damage on electronic assembly. Pump received power error 25detected due to j6 connector resistance issue. Insulin pump received with cracked keypad overlay at select button and cracked case at battery tube area. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose 405 mg/dl. Customer reported that they had blood glucose 205-210 mg/dl at the time of incident. Customer states that insulin pump had power error detected and notification light stop flashing immediately. Customer also states that insulin pump had multiple power error reoccurred. Insulin pump will be returned for analysis.